Event description:
The customer reported going to the doctor's office and the doctor was reviewing the customer's blood glucose results in the suspect device's memory. They came across a result of 880mg/dl. The customer did not remember a result that high. The customer writes results in a log book. Upon checking the log book, the customer's blood glucose result at the time was actually 112mg/dl not 880mg/dl. The time and date feature was not set and in use on the suspect device.